Event description:
As reported, approximately 1 year post op the initial left tsa, this 71 y/o female patient was revised due to stating shoulder feeling like it was loose. There were no reported issued during the surgical revision. The patient was revised and deemed to be stable. The device was not returned due to hospital policy. New information on 27 sep 2022: the patient had joint laxity. No components were loose. No additional information.

Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder instability and revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 1year post op the initial left tsa, this 71 y/o female patient was revised due to stating shoulder feeling like it was loose. There were no reported issued during the surgical revision. The patient was revised and deemed to be stable. The device was not returned due to hospital policy. New information on 27 sep 2022: the patient had joint laxity. No components were loose. No additional information.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-09 - equinoxe preserve stem 9mm 6938075, 320-10-00 - equinoxe reverse tray adapter plate tray +0 6992287, 320-15-05 - eq rev locking screw 7003748, 320-20-00 - eq reverse torque defining screw kit 6954164, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s290132, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s267510, s268670, 320-35-07 - small superior/posterior aug glenoid plate,left 6149568, 320-40-00 - humeral liner, 40mm, +0 6196798, 531-20-00 - shldr gps rvrs drill kit 6610764, 531-78-20 - shouldr gps hex pins kit 6825489, a10012 - gps implant kit v2 04078521047.

Event description:
As reported, approximately 1year post op the initial left tsa, this 71 y/o female patient was revised due to shoulder feeling like it was loose. Patient reported shoulder feeling like it was loose. Revised and deemed to be stable.